Event description:
It was reported a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A 30mm watchman laa closure device and delivery system was inserted into the watchman access system. The closure device was deployed, but did not meet the release criteria, so it was recaptured. During the recapture process, the tip of the delivery system became kinked. The closure device was able to be recaptured and the delivery system was removed from the patient. A new watchman laa closure device and delivery system was used to complete the procedure successfully. There were no patient complications.